Event description:
The hospital reported that after 10 minutes into the procedure high inlet pressure was observed and arterial blood outlet (flow) was decreased. Pt pressure dropped (act 480) unit was changed out with no effect to the pt.